Event description:
End user reports itching and rash under the entire tape border.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. A batch review was performed and no discrepancies were noted. A previous investigation applicable to this complaint was initiated. This complaint will remain open until the completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user reports seeing his dermatologist and was treated with (B)(6) ointment. End user further reported that the rash resolved after two weeks of treatment. He reported using a (B)(4) product with a tape border and that he had no issues with this wafer. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available a f/u report will be submitted.